Manufacturer narrative:
During inspection service engineer reported, burning smell with smoke when turning on the machine, as result inspection report cannot be provided.

Event description:
It was observed during the device inspection, that the soltive premium superpulsed laser system was overheating. There were no reports of patient involvement.

Manufacturer narrative:
G3 - per information received on the (B)(6) the pae was found on may 6, 2024.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as there were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the returned device was found overheating during evaluation; however, this was incorrectly reported as there was no issue overheating. Instead, there was a touch panel failure at the time of the device evaluation. Per the legal manufacturer, a touch panel failure is not likely to cause or contribute to death or serious injury if the malfunction were to recur.